Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem was confirmed. The battery pack would not hold a charge. The cause of the battery pack's inability to hold a charge was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The territory manager received a replacement battery pack.

Event description:
A zoll lifecor territory manager contacted zoll lifecor customer support service to report his battery is not holding a charge. The territory manager was provided with a replacement battery pack.